Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported thrombosis, bleeding, and patient conditions could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate ii lvas IFU, rev. C, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19apr2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a pump thrombosis. The patient was experiencing abdominal pain and hematuria. A ramp study showed adequate decompression of the left ventricle. The patient was treated with a heparin (porcine) IV. The patient's symptoms resolved and lactate dehydrogenase (ldh) levels decreased. The patient was discharged with a stable international normalized ratio (inr) and an increased aspirin dose of 325 mg daily from 81 mg daily as well as plavix (clopidogrel).